Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not reproduced during field evaluation. However, the fse replaced the system's patient side manipulator (psm) to address the customer issue. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not reproduce the reported failure, error 25517, but confirmed it as having occurred via the field system error logs. A visual inspection was performed. The psm was installed onto an in-house system and powered up. The sine cycle and test drive were performed without any issues. The tests performed via matlab passed.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, error(s) 307 and 281 occurred. The customer performed a power-cycle via the emergency power off (epo) with no success. The customer stated the light emitting diode (led) on the patient side manipulator (psm) 1 was not lit. The customer also noted that error 40006 occurred. The customer insisted to the intuitive surgical, inc. (Isi) technical support engineer (tse) to have an isi field service engineer (fse) come onsite and inspect the system. The customer contacted the fse for troubleshooting assistance, and the customer was instructed to reboot the system; however, the issue was not resolved. The psm 1 was then disabled, and the customer used the psm 2 and the psm 3 to complete the procedure. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.